Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 7sw half height, drawers 4.1 and 4.2 were failing. The rails were noted to be slightly sticky, and an error indicated that the drawers were failing to open. The drawers could be temporarily recovered; however, the issue recurred shortly thereafter. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) replaced the retractor band and reseated the position sensor and rowboard cable, restoring normal drawer operation. The system functioned as intended after the field service engineer (fse) resolved the issue.